Event description:
It was reported that the customer received a button error alarm. Her blood glucose level was 207 mg/dl. The customer changed the insulin pump's battery and received a battery out limit alarm. She was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. No button error alarm was noted during testing. The pump was received with normal operating currents. No unexpected battery out limit alarms were noted. The pump also had a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window, a stained end cap sticker, a cracked lcd window, and a cracked belt clip slot.